Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48mg/dl. Reportedly, customer stacked insulin by giving mdi in addition to pump delivering an auto bolus. Reportedly, customer called 911 and went to the emergency room. Ultimately, they were hospitalized. Customer received unknown treatment and it resolved the issue with no permanent damage. Customer was released from the hospital 3 days later, (B)(6) 2026.